Manufacturer narrative:
It is unknown when the event occurred. This report is for a tibial plate - unknown lot; unknown part. UDI number is unknown. Implant date: unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to a non-union and broken plate. The patient was implanted with one (1) anterolateral distal tibia plate in the right tibia and one (1) 10 mm cannulated tibia nail in the left tibia, and unknown number of screw on the both the left and right tibia in the month of (B)(6) 2017. The patient presented to the emergency room with pain in the leg on (B)(6) 2017. The surgeon brought him to surgery the following day for revision/repair non-unions. X-rays were taken and it was realized that the original plate was broken. Appeared to be non-infected hypertrophic non-unions. There were no inflammatory markers. All the hardware was successfully removed from the right tibia without any delay. The broken plate was removed and replaced with a non-locking medial plate as a medial strut, and placed a 3.5 mm locking compression (lcp) anterolateral plate, with trinity and infuse. On the left the existing nail was removed and an exchange nail was implanted. The procedure was successfully completed with no surgical delay. No fragments were generated from the broken plate. The patient status was reported to fine. Concomitant device (s) reported: unknown locking screws (unknown part and lot number, unknown quantity). This complaint involves four (4) devices. This is report 1 of 4 for (B)(4). This report is for an unknown tibial plate.

Manufacturer narrative:
Customer quality reviewed the x-rays provided. It was reported that as part of the complaint condition an unknown tibia plate was broken due to a non-union. An x-ray review indicated that the unknown plate was in fact broken, and was most likely a 3.5mm lcp anterolateral distal tibia plate, which confirmed the complaint condition and made its replication inapplicable. It was reported that the patient was a smoker and vitamin d deficient, both of which could have contributed to the complaint condition. Since the parts were not returned a drawing review, dimensional check, and material testing could not be completed and since part/lot number were unavailable a DHR review could not be completed either. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Risk assessment part number: x41.xxx ; complaint category: broken: postoperatively ; part family: 3.5 mm lcp anterolateral distal tibia plates ; the complaint is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Therapy date is (B)(6) 2017; exact date is unknown. Device implanted in (B)(6) 2017, exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.